Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched. Full lead returned. Upon visual inspection, it was noted that the lead was damaged during the implant process. Upon inspection, it was noted that the lead turns to extend/retract helix and exceeds spec in doing so. This 58cm lead has been stretched to 60.2cm which can cause the extension and retraction of the helix to be out of spec. The helix does extend and retract, however it takes a few more turns to retract it then the specification.

Event description:
It was reported that the right ventricular lead had low impedance, undersensing, and high threshold. The lead was capped and replaced. It was also reported that during implant attempt of a new right ventricular lead, the helix was unable to retract. The lead was not used. No patient complications have been reported as a result of this event.